Event description:
It was reported that while using the bd microfine¿+ insulin syringes the needle was clogged. The following information was provided by the initial reporter: reported defect: clog. Original description: while the patient stabs to inject insulin, unfortunately, it is not possible because the needle is clogged and no insulin comes through, this experience was always the case according to this patient.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd microfine¿+ insulin syringes the needle was clogged. The following information was provided by the initial reporter: verbatim: reported defect: clog. Original description: while the patient stabs to inject insulin, unfortunately, it is not possible because the needle is clogged and no insulin comes through, this experience was always the case according to this patient.